Manufacturer narrative:
Product eval: product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no serial/lot number or sample was provided by the customer. The root cause cannot be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional info has been requested. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he has pain in his eye. He has an allergy to thiuram-mix and wanted to know if the iol contained plasticizers or preservatives. Eight days after the consumer's initial report, he stated that the pain in his eye continues. Additional info has been requested from the surgeon.